Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). G1: device manufacturer address 1:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system, non-dehp continu-flo solution sets leaked at the y-site port despite the cap being in place. The events occurred during total parenteral nutrition (tpn) infusions in the neonatal intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d4: model #, previous h11 regarding d4 (the lot number (10) and expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Additional information: d9, e4, g2 (add source), h3, h6, h10, h11. H11: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure, clear passage, priming, gravity, simulation on an in-lab spectrum iq pump, and referee back pressure testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.